Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the system encountered error 23008 on the universal surgical manipulator 4 (usm4), which had the vessel sealer extend (vse) instrument installed. The customer had already attempted to resolve the reported issue by replacing the vse, but the error persisted. The customer received phone assistance from the technical service engineer (tse). The customer informed tse that fault 23008 reoccurred immediately upon pressing recover, and the other usm arms could not be controlled as the da vinci system was in an error state. The customer sought guidance, and the tse suggested removing all instruments and attempting a hard power cycle, although the chances of resolving the issue this way were slim. The customer decided to convert to laparoscopy and requested assistance in regaining control of usm1, usm2, and the usm3 to safely remove the instruments, as usm1 was still holding tissue. The tse advised disabling usm4, which allowed the remaining usm arms to be controlled and the instruments to be removed successfully. The customer knew how to remove the instrument from the disabled usm arm using the instrument release kit. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The usm 4t was analyzed and error 23008 was confirmed as having occurred in the field. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 23137 0x8). The unit was also tested on a patient side cart fixture test platform (pftp) and sine cycle test failed pointing to the carriage. Once testing was completed, the instrument sterile adaptor (isa) board was tested, and it was verified to be the source of the fault. The probable root cause is attributed to the instrument sterile adapter (isa) board. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.